Event description:
On (B)(6) 2023, information was received from a consumer (con) via a company representative (rep) regarding a patient receiving an unknown drug via implantable pump. The patient reported return of pain and withdrawal symptoms after having his refill on (B)(6) 2023. The patient was asked to return to the office on friday (B)(6) 2023. And the patient believed his infusion rate may have been lowered because the doctor had expressed concern that his dose was too high. The infusion rate being lowered was a factor that may have led or contributed to the issue. The patient was scheduled to be seen on (B)(6) 2023 at 8:15 am. The patient medical history was chronic pain. The patient status was alive and no injury. The issue was not resolved. On (B)(6) 2023, additional information was received from the consumer (con) via a company representative (rep). The patient was seen on (B)(6) 2023 by a doctor. The pump was interrogated. The pump settings were identical to the notes from thursdays visit. The physician assistant contacted the doctor regarding the patients concerns about the change on 2023-04-21. The doctor stated nothing was decreased on (B)(6) 2023. However, if patient has concerns, to schedule for a dye study. The doctor refused to increase pump settings. The patient was being scheduled for a dye study; date not yet determined. The personal therapy manager (ptm) clock was off by twelve hours. Reset clock to correct time. Patient could not say how long clock had been incorrect. On 2023-05-04, additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, at the time of the event, the patient claimed to have withdrawal symptoms. The patient had a pump dye study on (B)(6) 2023. The doctor withdrew 1.5ml from the catheter and injected dye. The doctor was not satisfied with how the dye spread in the intrathecal space and wondered if the patient had pockets in the intrathecal space that kept the dye from spreading evenly. Per the doctor, there was no problem with the pump or the personal therapy manager (ptm). The doctor also stated that the patient could not have been going through withdrawals, as the patient was also taking oxycontin four times per day. The patient was scheduled to have a catheter revision on (B)(6) 2023. Prior to the revision, the doctor stated that he did not know why the patient was having withdrawal symptoms, especially since they were on oral oxycontin. The patient never reported specific symptoms, just that they were going through withdrawal. The doctor also stated that he could not explain why the dye did not evenly disperse. He was going to try replac ing the spinal segment and reposition the catheter tip to see if that made a difference. At the time of the surgery, the spinal segment was cut at the entry site. Cerebrospinal fluid (csf) immediately came out. A dye study was done and dye distributed evenly. The doctor decided not to replace or move the tip. The catheter was reconnected and there was no change to the catheter. The cause of the event was unknown. The cause of the ptm being off by 12 hours was unknown. It was noted that the patient was using a samsung handheld device. The settings were checked to see if the correct time setting was selected and it was noted that it was correct. As of (B)(6) 2023, the correct time was on the ptm and the issue was resolved. The ptm software version was unknown, as the patient's ptm was unavailable.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2023 explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type catheter product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2023 explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type catheter product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-nov-2024, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). The catheter was revised, and the withdrawal symptoms was resolved. The personal therapy manager (ptm) clock was reset by going into the settings and correcting the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a company representative (rep). The catheter was revised and the withdrawal symptoms were resolved. The personal therapy manager (ptm) clock was reset by going into the settings and correcting the time.